Manufacturer narrative:
(B)(4) date sent: 12/19/2016. Additional information was requested and the following was obtained: when was the band originally implanted? Originally implanted on (B)(6) 2012. Did the surgeon use three imbrications sutures during implantation? Imbrications yes, the number of imbrications is unknown. Was the patient compliant to diet regimen? Information unknown. Did the patient experience vomiting? If yes, what was the timing in relationship to the last adjustment?[ no vomiting noted. Was the vomiting initially related to the gi illness or flu? Or related to dietary changes? N/a had the patient experienced any strenuous activity prior to the band slippage? Not according to documentation. What is the indication for the band removal?[ weight gain, ¿difficulty with lap band¿, egd on (B)(6) 2016 shows concentric slip of lap band. What was the indication for the hiatal? I do not understand the intent of this question. The band was not removed for any hiatal indications. Was an esophageal motility study performed before the band removal? If so, what were the results? No documentation of a motility study, there was an egd performed. What is the current patient status? Band removed, post gastric bypass roux-en-y.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).